Manufacturer narrative:
The electrode serial number is (B)(6). The expiration date was requested but not provided. During the field service engineer's (fse) initial service visit, he investigated the event and noted that the latest calibrations of the ion-selective electrodes (ise) were elevated, which was resolved by the customer's flowpath cleaning. He performed a precision check, checked the sample probe adjustments, sipper, and vacuum nozzle. He verified the analyzer's performance with successful ise checks, air purges, ise calibration, qcs, and precision checks. During the fse's follow-up service visit, he detected air in the liquid short sensor due to air bubbles in the stuck reagent bottles, causing issues in the diluent flow path. He also noted that the internal standard was not degassed. He resolved this issue by replacing the reagent bottles and performing multiple primes, ise checks, calibrations, and qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode assay results for about 60 patient samples tested on the cobas pro ise analytical unit. One patient sample was identified to have discrepant results from the list provided: the initial result was 140 mmol/l. The repeat result was 148 mmol/l. The customer noticed the qc was trending low and then became out of range, prompting the rerun. The repeat result was deemed correct.